Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport thoracic stent-graft system. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (p110038). The relay transport related event occurred in china.

Event description:
"Surgery plan: endovascular treatment with a 28-m134145302385s relay device. Diamete of common femoral artery: 9 mm. Diamete of the aorta arch:31 mm. Dr. (B)(6) chose to dissociated the right common femoral artery under direct vision, and inserted a guidewire to guide the angiography catheter, then performed angiograpy through abdominal aorta and thoracic aorta. Exhausted relay under standard procedure, and used a cook guidewire to lead relay delivery system, and released the stent-graft at the landing zone smoothly and successfully. At motion 4, retreat the inner core rod under fluoroscopy, (B)(6) discovered the white tip scabbard head was splited from the inner rod. Dr. (B)(6) tried every way he could and finally used a bard capture collector suite to withdraw the tip. Luckily the patient was fine, however the 9 hours surgery hurt the patient and the damage was done of the aorta vessel intima. Dr. (B)(6) invited the directors and experts of relevant departments of the whole hospital to consult and discuss after the surgery, and they all pointed out that it was caused by the quality problem of the relay 28-m134145302385s stent-graft system." Patient outcome: "no injury to the patient until this form filled."

Manufacturer narrative:
Bolton medical is voluntarily reporting a device malfunction related to the relay transport thoracic stent-graft system. The relay transport device is not marketed in the us, however it is similar to the relay thoracic stent graft with plus delivery system approved for sale in the us in 2012 (B)(4). The relay transport related event occurred in (B)(6).

Event description:
"Surgery plan: endovascular treatment with a 28-m134145302385s relay device. Diamete of common femoral artery: 9 mm. Diamete of the aorta arch:31 mm. Dr. (B)(6) chose to dissociated the right common femoral artery under direct vision, and inserted a guidewire to guide the angiography catheter, then performed angiography through abdominal aorta and thoracic aorta. Exhausted relay under standard procedure, and used a cook guidewire to lead relay delivery system, and released the stent-graft at the landing zone smoothly and successfully. At motion 4, retreat the inner core rod under fluoroscopy, shocks discovered the white tip scabbard head was slitted from the inner rod. Dr. (B)(6) tried every way he could and finally used a bard capture collector suite to withdraw the tip. Luckily the patient was fine, however the 9 hours surgery hurt the patient and the damage was done of the aorta vessel intima. Dr. (B)(6) invited the directors and experts of relevant departments of the whole hospital to consult and discuss after the surgery, and they all pointed out that it was caused by the quality problem of the relay28-m134145302385s stent-graft system." Patient outcome: "no injury to the patient until this form filled."